Event description:
During heart catheterization, an abbott asahi miraclebros 3 300cm ptca guide wire broke off in the right coronary artery and caused a dissection, requiring covering with a stent. Not all of the broken wire was able to be retrieved, and remains in patient under stent.